Manufacturer narrative:
Patient's identifier unknown/ not provided. Zimmer biomet complaint (B)(4). Patient's weight unknown/ not provided. Reporter's email address not provided.

Event description:
It was reported that the abutment screw (iuniht) fractured. It was also reported that the doctor will not remove the implant. Another screw was placed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain titanium hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the middle of the threaded region. The drive feature is rounded out. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes screw fracture, and is considered a similar complaint. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain titanium hexed screws, it is recommended to torque at 20 ncm. A root cause for the complaint could not be determined. (B)(4).